Event description:
It was reported that during a spinal procedure conducted at the user facility the nav3i repeatedly froze during use in conjunction with a 3d siemens arcadis c-arm. The procedure was completed successfully using backup equipment, after a clinically insignificant delay. There was no impact to the patient, medical interventions, or adverse consequences reported with this event.

Manufacturer narrative:
The reported event that the nav3i repeatedly froze while using the spine3 software spine mask and siemens 3d c-arm was duplicated by the navigation field service technician. However, as the system was not sent for evaluation, no device failures could be confirmed. It is possible that the damaged plug of the c-arm and the loose cable connection between the navigation system and the c-arm have caused or contributed to the reported event.

Event description:
It was reported that during a spinal procedure conducted at the user facility the nav3i repeatedly froze during use in conjunction with a 3d siemens arcadis c-arm. The procedure was completed successfully using backup equipment, after a clinically insignificant delay. There was no impact to the patient, medical interventions, or adverse consequences reported with this event.